Event description:
A high frequency cable (hf) burned at the connection to an olympus hand instrument during a transurethral resection of the prostate. There were no injuries related to the occurrence.